Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured in the clavicle first rib area. The lead was inactivated and several years later explanted. No patient complications have been reported as a result of this event.